Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI #: (B)(4). H6: additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the nim vital had temporary screen freezing and software problem. Troubleshooting performed, the system was turned off during the process and sometimes it helped to resolve the issue. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that there was no fault found with the device. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. H3: product analysis for product ID: nim4cpb1, serial/lot #: (B)(6) found that the reported issue has been confirmed. Th ere were loose lead connectors on the afe board. H6: codes of fdr c07 and fdc d02 is applicable for product ID: nim4cpb1, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.